Event description:
Customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.